Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high frequency noise which is indicative of a lead fracture. It was noted from remote monitoring an episode of non-sustained ventricular fibrillation (vf) lasting two seconds. The patient was brought for a lead revision and normal battery replacement procedure. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.